Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15883. The patient had 2 model 3163 (off-label) leads from the same lot implanted. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.